Event description:
This female patient with a past history of known coronary artery disease was admitted ot the hospital with a chief complaint of known lad stenosis per diagnostic angiogram (one day prior) . The patient was currently taking no reported medications. The patient was taken electively to the cardiac cath lab, where angiography revealed a diffuse, long , calcified de nove stenosis of the proximal to mid lad. A bolus of 45.5mg units of angiomax was administered via IV. Followed by a continuous infusion @ 1.75 mg/kg/hr. A 7fr fl4 guider and a pt2 guidewire were used to succesfully access and wire the lad. There were no difficulties in accessing or wiring the vessel noted.the proximal to mid lad lesion was predilated with a 2.0x12mm maverick balloon inflated to 12 atms (x3). The physician attempted to advance a 3.0x15mm cutting balloon ; however, it would not cross the lesion site. A 3.0x15mm quantum balloon was advanced across the lesion and was inflated to 16atms (x3) ivus was performed. A 2.5x13mm stent was deployed too was advanced; however, it too would not cross the lesion site. The stent was withdrawn back into the guiding catheter.